Event description:
It was reported that revision surgery was performed to remove a disassociated acetabular liner. The surgeon reported that the device system migrated due to the pt's poor bone quality, and led to disassociation of the metal liner. Surgeon does not fault the device.